Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# ep-102846, exceed abt e1 flng, cup 28x46mm, lot# 3837697; item# 22-301341, arcos con sz a std 80mm ha, lot# 488280. Report source: foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to dislocation-subluxation approximately 1 week post initial implantation. Attempts were made to obtain additional information; however, none was available.